Manufacturer narrative:
Explant was reported due to regurgitation and stenosis. The investigation found that all three cusp contained tears. There was fibrous pannus ingrowth on the inflow surface of cusp 1 and on the outflow surface of cusp 3. Degenerative changes and loss of collagen were present in all three cusps. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2015, a 27mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. An abbott sizer was used in the surgery. Mitral regurgitation and stenosis was confirmed on echocardiography and a re-do mvr was performed on (B)(6) 2021. The epic valve was explanted and replaced with a 25mm carpentier-edwards perimount(cep) valve (manufacturer: edwards lifesciences). Upon explant, the surgeon observed pannus protruding from the overall epic valve and assessed that the pannus was likely the cause of the regurgitation and stenosis. Additionally, the surgeon thought that the issue was unlikely to be due to the epic valve, and attributed the issue to the patient condition. It was reported that the valve got damaged upon explant. The patient is in stable condition postoperatively. Purportedly, this same patient also had an aortic valve replacement performed on (B)(6) 2014. The patient symptoms before the aortic valve replacement could not be confirmed.